Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The damage occurred when the customer fell on the pump. As a corrective measure, the customer arranged for a replacement pump through technical support, who also provided detailed instructions on returning the damaged pump and programming the new one. The customer will use mdi as a backup therapy to ensure insulin delivery until the replacement pump is operational, and they were informed about necessary software updates and settings configuration for the replacement device.